Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical performed an evaluation using log tool and screen shot of service screen. The root cause was confirmed it was a end of life - o2 sensor delpeted (eol). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 experienced an error message error 224 -mismatch between delivered and measured fio2 (fraction of inspired oxygen). At this time, there is no information regarding patient involvement associated with the reported event.